Event description:
It was reported that a spectrum iq pump over infused during testing in the clinical engineering shop. Testing was performed using distilled water with the following parameters (volume to be infused 20ml, flow rate 40ml/hr, dose >21, <22ml). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'over infusing' which was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.